Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old female patient underwent a breast surgery with an unspecified gel breast prosthesis and experienced capsular contracture (baker grade unknown) and a rupture on an unknown side post-operatively; the rupture was discovered during surgery. As a result, the patient underwent explantation on (B)(6) 2022. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 03, 2022, the mentor failure analysis lab has received the device for evaluation. Two devices were returned with the same lot number 5748266, however, we don't know the complaint's impacted side. The device serial numbers (B)(6) have been added in section d4 of this report. The date of implant has been updated to (B)(6) 2007. On august 05, 2022, the evaluations for the devices was completed. Since we don't know the complaint's impacted side, the evaluation summaries for both breast prostheses will be provided. Device evaluation summary a: visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was found within the shell abrasion, measuring approximately 0.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device evaluation summary b: visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant had an area of shell abrasion on the anterior view. In addition, a tear was found within the shell abrasion, measuring approximately 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the impacted device. The impacted device has been determined to be a 325cc mentor memorygel breast implant. The catalog number has been updated to 3503251bc. The lot number has been updated to 5748266. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A discrepancy was observed regarding the date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, follow up attempts for clarification will be initiated. If new information becomes available, mentor will submit a supplemental report. Manufacturer¿s reference number: (B)(4).